Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the clinician installed a set into a pump module and noted a leak at the upper portion of the set near the upper pressure sensor. A second set was installed and had the same issue. There was no report of patient harm.

Manufacturer narrative:
Additional information provided. The customer¿s report that the set leaked at the upper fitment was confirmed. Visual inspection showed that the silicone segment had a tear near the upper fitment measuring 0.0316 inches long. Examination under magnification showed no crush mark to the upper fitment. Functional testing and pressure testing confirmed leaking from the silicone tubing near the upper fitment. The cause of the leak at the pump segment was a tear in the silicone segment. The cause of the tear is unknown.

Event description:
The customer reported that a versed infusion was started at 11:30 at 0.2mg/kg/hr. The IV bag was changed at 14:53 and verified by two nurses to be correctly programmed. At 16:45 the rn noticed that the versed bag was empty, there was fluid on top of the IV pump and on the floor, and a small hole was noted at the base of the versed bag. A new versed bag was ordered and hung with a new tubing set and the device programming was verified by a second nurse. At 18:30 the pump alarmed "air-in-line" and the versed bag was again empty. A pin hole was found at the top of the tubing. The pump module was replaced and sent to biomed who noted that the lower bezel hinge was cracked and all six bezel posts were broken. The patient remained arousable with vital signs stable and no resultant harm. This report is for the leaking set.